Event description:
Catheter was placed and secured with tape in a 7 mo dog for a spay procedure. Approx. 2 1/2 hours post surgery the catheter was removed by technicians-routine procedure. When the technician removed the catheter, only the hub came leaving the sheath in the pt's forearm, the hub separated from the sheath. An x-ray was taken to look for catheter sheath. A questionable image was seen in forearm so a quick attempt with a forceps to remove catheter sheath was done unsuccessfully. A second radiograph was taken along with new catheter. The hub of the new catheter had good radiopacity but sheath virtually none. No sheath was visualized in fore leg, shoulder or chest. At this time, the owner was notified and permission given to anesthetize the dog and look in the forearm. An incision was made, vein isolated and probed, no catheter sheath was found. In interest of doing no harm to pt retrieval attempt was stopped.